Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf, pfs and medical records received. Ppf alleges dislocation with close reduction, elevated metal ions, bone fracture and implant fracture after the 1st revision. However, it was not specified which bone and implant fractured. Pfs alleges pain, restricted movement, fatigue, nausea, limited walking ability, metal anguish, and anxiety also after 1st revision. After review of medical records, no further allegations were noted after 1st revision. No lab provided. Doi: (B)(6) 2016; dor: unknown; left hip. Stem has been reported on (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.